Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, lot# unknown, product type: lead.

Event description:
A health care professional (hcp) via a manufacturer representative reported a replacement procedure was performed on (B)(6) 2016. There were no issues with impedance values post procedure; however, on (B)(6) 2016 an out of range (oor) message was displayed on the patient programmer. When impedances were measured, impedance values meant suspected lead fracture. Data showed high impedance readings (>40000 ohms) on electrodes c-1, c-3, 0-1, 0-3, 1-2, 1-3, and 2-3. No known factors led to the event and no troubleshooting was performed. The hcp was considering/planning on performing a surgical treatment/intervention, but it had not been scheduled. The issue was not resolved at the time of the report. No symptoms were reported.